Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that urgent log file review was requested since the patient noticed their pump alarming and showing low speed advisory alarms. When the patient plugged into their mpu (mobile power unit) at home, the pump beeped. The patient was not sure if that was the same alarms she received after taking too long to switch power sources. The patient denied any symptoms during this event. Log file review captured low speed advisory events throughout the log when using the mpu. A small period of driveline faults were noted on (B)(6) 2022 at 22:27- 2:45 that have resolved. Wire values for the driveline wires appeared to be functioning as intended. These issues appeared to be occurring on the mpu which was a grounded unit. It was recommended to use battery power and a power module with a non grounded patient cable to prevent any further interruption in support. Additional information stated that x-rays was performed but showed no obvious areas of concern. In the meantime, the patient was kept on ungrounded cable. Ungrounded cable was planned to return for analysis. Customer would notify if a driveline repair was requested. The patient presented to a clinic on (B)(6) 2022 for interrogation and follow up. The patient reported hearing alarms at home while on batteries. No low speed advisories or driveline fault alarms were noted since (B)(6) 2022 and before. The patient developed an open tear to black power cable cord with wires exposed. Additional information stated that the patient reported no other alarms after switching to ungrounded cable and then changing out controller. The new controller was issued. The controller was planned to return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed via visual analysis. Damage to the white power cable was also confirmed via visual analysis. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and log files were submitted for review as well. The submitted and downloaded log files contained overlapping events spanning approximately 13 days (04oct2022 ¿ 17oct2022 per timestamp). There were no notable alarms in the log file related to the reported damage. The heartmate ii system controller was tested and was able to operate as intended. The reported damage was confirmed to the black power cable as well as damage to the white power cable. Despite the damage, the system controller was able to operate on a mock loop as intended, and no alarms were activated when the power cables were flexed while the unit was operating. The root cause of the reported damage was unable to be determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.